Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, the power of the device was weak. The procedure was completed and there were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4) insufficient drive of disposable. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.